Manufacturer narrative:
(B)(4). Date sent: 12/1/2023. B3: exact date is unk assumed first day of the month. Photo images were received. Any additional information obtained from the photo evaluation will be included as part of the product investigation. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that it was noticed that one of the items in their order is packaged incorrectly. The outer white product box reads 0014 but the product inside the box reads 0014a. There was no procedure or patient involvement.

Manufacturer narrative:
(B)(4). Date sent: 1/4/2024. Photo analysis: this is an analysis of an image submitted for evaluation. Image: the image provided by the customer shows a 0014a e-z clean blade 4.0 inch inside of 6.5-inch sterile package. Because the instrument was not returned our evaluation is limited.